Event description:
It was reported that the customer¿s settings required adjustments, resulting in a visit to the emergency room and subsequent hospitalization. The customer reported a low blood glucose (bg) level of 23 mg/dl. The customer received intravenous fluids and d50 to address low bg. Customer was discharged the next day with the issue resolved and no permanent damage. Technical support assisted the caller in updating the settings and advised consulting with a healthcare professional for future updates.